Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4: batch # 646c59. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, and with one gst60b reload(b) and two ecr60b reloads (c, d) present. The sled of reload(b) was received in the home position; however, one double drivers was noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that reload was partially fired 1/16 causing the reported event. However it is possible that the reload was manipulated, and the sled was manually returned to its home position. The reload(c) was received unfired, with 7 double drivers missing; the reload(d) was received unfired, with 6 double drivers missing, making the reloads non-functional. In addition, the cartridge pans of reloads (c, d) were noted to be partially dislodged from the left proximal side. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 646c59, and no non-conformances were identified.

Event description:
It was reported that during the unk procedure, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.